Event description:
Blood glucose reading was 25-30 mg/dl and was given sugar. It was reported 3 minutes later meter read in the 300s mg/dl and twenty minutes afterwards the device read in the 350s mg/dl. No medical attention was reportedly sought for alleged incident. A request was made for the return of the suspect device and replacement product was sent.